Event description:
It was reported that the valve could not be adjusted.

Manufacturer narrative:
The pressure level of the returned device could be adjusted without difficulty. The valve was patent and passed leakage as well as siphon testing. However, the valve failed reflux testing, which precluded measuring of pressure flow characteristics and preimplantation testing. A dissection of the valve confirmed that reflux was likely due to physical damage. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.